Manufacturer narrative:
Evaluation of the returned device confirmed the complaint and revealed that the intact coupling taper has a nearly circumferential roughened area. The fractured taper shows the fracture surface approximately the same location as the taper's rough area. The edge of taper surface leading up to the fracture has many longitudinal scratches which may be evidence of taper fretting. Fracture artifacts are obfuscated by post fracture damage, but the contour of the fracture suggests multiple primary fracture origins. The manufacturing history indicated that the product likely left biomet conforming to specification and that a design revision was noted to be in place to improve the integrity of the device.

Event description:
It was reported patient underwent an oncology procedure on (B)(6) 2009 to remove a tumor. Subsequently, patient was revised on (B)(6) 2013 due to a fractured coupler. The fractured fragment was removed from the patient and the femoral coupler was removed and replaced. Additional information received noted that the patient underwent an additional revision procedure on (B)(6) 2015 due to a fractured coupler. The femoral coupler, modular head, and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-00646).